Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number is unknown. A device history record (DHR) review was performed for part: 03.130.102s / lot: l378848: manufacturing location: (B)(4), supplier: external supplier (B)(4), manufacturing date: 12.apr.2017, expiry date: 01.apr.2027: non sterile article 03.130.102 was manufactured with lot number f-21595. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. One (1) drill bit (part # 03.130.102, lot # f-21595) was returned. Drill bit was not received in an original package. It was received with a broken shaft. Shaft is broken right on the connection section where the shaft does narrow it. Tip section does show slight wear marks on cutting edges. Based on delivery orders the hardness was tested and confirmed to the specification. Diameter was measured and did confirm to the specifications. Complaint is confirmed as drill bit is broken like complained. Based on measurement taken, DHR-review and delivery order sphinx ag reviewed, no manufacturing related deviation could be found. As possible root cause we do assume that an overloading situation must have taken place which finally led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: it was reported that the drill bit was used in surgery for the fifth metacarpal fracture on april 19, 2017. When the surgeon was trying to drill the bone, it was found that the drill bit broke in the drill sleeve. The surgery was extended for five (5) minutes. No adverse consequence to the patient was reported. Procedure was completed successfully. No other medical intervention was needed. Patient outcome: ok. No fragments were generated. Concomitant device reported: drill sleeve (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.0mm drill bit. This is report 1 of 1 for complaint (B)(4).